Event description:
It was observed during the device inspection that the liquid crystal display monitor had no image and the power turned off after a short amount of time. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, h6 - medical device problem code "1476 - failure to power up" is also adding as it is a reportable malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the suggested events was likely due to the failure in the printed circuit board caused by a water invasion. However, a definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: warnings and cautions: keep fluids away from all electrical equipment. If fluids are spilled on or into the monitor, immediately stop operating it and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the monitor had no image. There were no reports of patient involvement.